Event description:
It was reported that during a laparoscopic uterine suspension procedure, the cartridge came apart. The surgery time was extended by twenty minutes to retrieve all of the pieces from the pt's abdomen. An x-ray confirmed that all of the pieces were retrieved. There was no consequence to the pt.